Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: sedrl1 implantable pulse generator, (B)(6) 2009; 5054 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial lead polarity had been changed to unipolar. The lead impedance was noted to be high. The lead remains in use and the patient will continue to be monitored. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the high impedance continued. Programming was changed to vvir mode.